Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly, customer continued to use the pump for insulin therapy until the replacement pump arrived. There was no adverse impact to the customer¿s blood glucose level.